Manufacturer narrative:
Corrections: updated run date in b3. Updated event description in b5. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The investigation is summarized as follows: customer data review: customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Different platforms have different limits of detection (lod) therefore, the results may not be reproducible. There is no indication that alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394, 526395, and 526485 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394, 526395, and 526485 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394, 526395, and 526485 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394, 526395, and 526485. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lots 526394, 526395, and 526485 was not identified.

Event description:
The customer reported 68 discrepant results for the alinity m sars-cov-2 assay on the alinity m instruments sn 735. The investigation determined that only 60 of the identified sids were marked as positive, the others were negative when run. Sid (sample ID) (B)(6) was run on 05/31/2022 and gave a positive result for sars-cov-2. When retested, a negative result was obtained. The customer's sop requires them to retest under the threshold. The customer usually retests immediately after receiving result; however, some results reported as part of this event were held in the refrigerator for 2 hours and from were held in the freezer for 6-8 hours before re-testing. Customer was unable to specify which sid's were re-tested immediately. The results were reported outside of the laboratory. According to the customer, approximately 25% of the sample size (101 samples) were pre-procedure screening. Procedures would have been re-scheduled if reported "detected." The other 75% of the sample size was comprised of employee screening including nursing home staff. Nursing home staff with results "detected" cause a major screening event of patients and employees. On 01/23/2023 it was identified that additional reports were required to be submitted as part of this event. This report is being submitted with the following mdrs: 3005248192-2022-01048 3005248192-2022-01049 3005248192-2023-00017 3005248192-2023-00018 3005248192-2023-00019 3005248192-2023-00020 3005248192-2023-00021 3005248192-2023-00022 3005248192-2023-00023 3005248192-2023-00024 3005248192-2023-00025 3005248192-2023-00026 3005248192-2023-00027 3005248192-2023-00028 3005248192-2023-00029 3005248192-2023-00030 3005248192-2023-00031 3005248192-2023-00032 3005248192-2023-00033 3005248192-2023-00034 3005248192-2023-00035 3005248192-2023-00036 3005248192-2023-00037 3005248192-2023-00038 3005248192-2023-00039 3005248192-2023-00040 3005248192-2023-00041 3005248192-2023-00042 3005248192-2023-00043 3005248192-2023-00044 3005248192-2023-00045 3005248192-2023-00046 3005248192-2023-00047 3005248192-2023-00048 3005248192-2023-00049

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported 68 discrepant results with the alinity m sars-cov-2 assay. The 68 discrepant results gave an initial result of positive, and when retested a negative result was obtained. The customer's sop requires them to retest under the threshold. The customer usually retests immediately after receiving result; however, some results were held in the refrigerator for 2 hours and from were held in the freezer for 6-8 hours before re-testing. Customer was unable to specify which sid's were re-tested immediately. The results were reported outside of the laboratory. According to the customer, approximately 25% of the sample size (101 samples) were pre-procedure screening. Procedures would have been re-scheduled if reported "detected." The other 75% of the sample size was comprised of employee screening including nursing home staff. Nursing home staff with results "detected" cause a major screening event of patients and employees. Additional lot will be reported under 3005248192-2022-01048.